Event description:
It was reported that after the surgeon used the device to create a lesion, he noticed a perforation, approximately 1mm in diameter. The surgeon placed one suture to repair no pt consequence was reported.